Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that they were not getting the sound. Customer reported that they were not hearing the changes in the alerts during test. Customer reported that they did not hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.